Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer on cartridge labeling. Customer changed the cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.